Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported difficulty to grasp and capture leaflets, and incomplete coaptation is due to a combination of patient anatomy and procedural conditions. The reported mr appears to be a cascading effect of the reported incomplete coaptation. Additionally, the reported patient effect of mitral regurgitation is listed in the instructions for use, and is a known possible complication associated with mitraclip procedures. The reported surgical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. An xtr (lot: 30711r1023) was chosen for implantation. During maneuvering, due to a high transseptal puncture the steerable guide catheter (sgc) had limited bending ability, making positioning of the xtr clip difficult. This resulted in insufficient insertion of the leaflets in the clip. The clip was able to be implanted, reducing mr to grade 1+. A week later, the patient returned with recurrent mr and the clip detached from one leaflet (single leaflet device attachment (slda)). Mitral valve replacement was performed to treat the slda on an unknown date. The physician believed that the slda was related to the anatomical structure of the valve lobe .the three areas were at an internal junction. No additional information was provided.